Manufacturer narrative:
Concomitant medical products: 7022 lead, implanted: (B)(6) 2007; 429688 lead, implanted: (B)(6) 2014; dtma1d1 crtd, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing cardiac resynchronization therapy defibrillator (crt-d) pocket pain and the device was rubbing against their clavicle. It was also noted the right atrial (ra) lead exhibited oversensing. The crt-d and ra lead were revised and remain in use. No further patient complications have been reported as a result of this event.